Event description:
This lv lead was implanted on (B)(6) 2013 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical services on (B)(6) 2013 2:00:28 pm states that patient came in with diaphragmatic stimulation and changing the programming couldn't get rid of the stimulation, so lv lead was turned off. They will see how patient is doing in a month and check again. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).